Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms when the black power cable was disconnected was confirmed via the submitted log files. On (B)(6) 2024 from 14:53:41-14:53:54 and 14:54:01-14:54:03, the log file captured backup battery not installed alarms due to backup battery circuit and memory tag faults. This series of events is consistent with the backup battery being exchanged and reseated. On (B)(6) 2024 at 21:14:36 and on (B)(6) 2024 at 08:35:05, 09:57:57-09:58:02, 10:05:03-10:05:38, the log file captured backup battery fault alarms due to backup battery circuit faults during routine disconnects of the black power cable. This is consistent with the system controller not being able to properly detect the presence of the backup battery. The backup battery fault alarms resolved each time when the black power cable was reconnected to an external power source. The backup battery fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. Visual inspection of the retuned backup battery, serial number (B)(6), revealed a bent pin 11. Pin 11 is responsible for the lcs white signal that can result in a backup battery fault alarm if bent while connected to the system controller. The pin was straightened to continue with testing and passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The provided information indicated the backup battery was exchanged and the issue resolved. Multiple attempts were made to obtain additional information regarding patient information, and cause of the backup battery fault alarm; however, no additional information was provided. The root cause for the reported event was determined to be due to a bent pin on the backup battery; however, the cause for the bent pin was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. The device history record was reviewed for the 11v backup battery, serial number (B)(6). The battery was inspected and accepted into storage on 14oct2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve backup battery fault alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for the 11v backup battery and overall system controller. The heartmate 3 instruction for use section 5, entitled ¿surgical procedures¿, provides instruction on how to install the 11v backup battery in the system controller. Section 2, entitled ¿system operations¿, provides instruction on how to properly replace the backup battery. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2024 for an equipment exchange which included an 11v emergency backup battery (ebb) replacement. The patient presented to the clinic again on (B)(6) 2024. Upon examination, it was noted that a backup battery fault was triggered when the patient's black system controller power cable was disconnected. The alarm was only active when the black power cable was disconnected. The event log file captured some intermittent backup battery faults near the end of the data capture. It appeared that the ebb failed the load test which resulted in the random backup battery faults. It was noted that after the ebb was exchanged, a bent pin was found. There were no further alarms after the ebb was exchanged.